Event description:
It was reported that during implant, the physician backed out the device set screw too far and could not get the wrench to set it in again. The physician commented that the silicone was supposed to stop that from happening so it must be defective. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.